Event description:
Consumer complaint of high blood results. Customer received results with 20 point difference when performing back to back blood tests. Test strip lot manufacturer's expiration date is 09/15/2015. Recall test results performed from meter memory: (B)(6). Based on the customers lowest result in memory (87) and the highest result in memory (277), the complaint is reportable (zone c/d). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (08/06/2013). Most likely underlying root cause: user had an inaccurate reference.